Event description:
Device was used during the reversal of hartmanns procedure. Instrument did not fire properly. Surgeon reported that he tested the anastomosis and detected a problem. He then resected the tissue around the staple and performed a temporary colostomy by hand. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
1/22/97 - supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.